Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that buttons responded intermittentlyl. Customer's blood glucose was 12.8 mmol/l. Insulin pump will be replaced.

Manufacturer narrative:
The pump passed the full functional testing, including the displacement, rewind, prime/seating, basic occlusion and force sensor tests. The sleep current measurement and active current measurements were within specifications. All buttons functioned properly. No damage in the keypad assembly was noted. The keypad connector was inspected and was properly connected. No unexpected button/keypad unresponsive anomaly was noted. The pump was received with a scratched case and a fading serial number label.